Event description:
It was reported that a male pt in his mid twenties was prepped for surgery by the anesthesiologist. When the surgery was complete the anesthesiologist observed that the IV site was swollen and filled with fluids. The pt was then taken to the pacu (acute care) after surgery for stabilization. The decision was then made to keep the pt overnight for observation due to the pain medication (unk) that was released under his skin. The pt was transferred to a regular unit to be monitored.

Manufacturer narrative:
(B)(4). Baxter has not received this device for eval or service. A supplemental will be sent if the device is returned to baxter.